Event description:
It was reported that stimulation was turning off. It was noted that on (B)(6) 2013 the patient had been seen and programming was done. It was noted that programming had been done without any issue. It was further noted that patient had turned on one side and increased setting on the other side. Patient was sent home and a couple of hours later patient¿s tremor had returned. Patient was seen and the implantable neurostimulator (ins) was turned off but all parameters were still there. Patient had not used the patient programmer. Patient only had the ability to turn on/off and view status; he could not make adjustments with the patient programmer. On (B)(6) the patient had been seen indicating his tremor had gotten worse. The device was interrogated and the only thing that was there was the 60pw and 180hz. The ins was still on but 0v and lead configuration were erased. Patient had checked the patient programmer several times and it had read on and ok. Patient had not had any procedure done nor had his device been interrogated by anyone else. Patient had not been to any windmill in a long time. Impedances were checked and were fine. Left was 1965 ohms 1.287ua and right was 2035 ohms 1.103ua. Patient was reprogrammed again and was instructed to do a diary of his symptom return. It was further noted that when stimulation was on and programmed the patient received great benefit. Additional information received reported the cause of the event was unknown. The event was attributed to the programmer. There were no abnormal impedances. It was unknown what the issue with the implantable neurostimulator (ins) was. Reprogramming was done on (B)(6) 2014. Patient with worse tremor was interrogated and found all contacts to be deactivated and all settings at zero except pulse width at 60 and rate at 180, battery was on. Patient had not required hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0c39w, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0c39w, implanted: (B)(6) 2013, product type: lead. (B)(4).